Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced three cannula crimped events on (B)(6) 2024. Event took place within three or more hours after insertion. Infusion set was in use for less than a day, for all events. The insertion site was abdomen, for all events. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.